Event description:
A caller reported a cgm error 42 related to a g6 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and after the reset, the cgm error did not reappear. The caller successfully started a new sensor session.